Event description:
A 4.0 mm cannulated screwdriver broke during the procedure. The tip of driver broke off in one piece and was retrieved out of head of screw immediately. There were no fragments. The procedure was successfully completed with another driver.this is report one of one for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Initial DHR was completed with the incorrect lot number, a new review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by the product development engineer and the report states that the part was returned with complaint category "broke." This issue was addressed on several prior complaints and CAPA was initiated to address it. As part of the corrective action, the shaft component (part #314.05.01) material was changed from 440a stainless steel to 465ph stainless steel (dco # (B)(4)). The 465ph material provides a material condition that encourages the screwdriver shaft to bend instead of break. The safer option for the patients is for the screwdriver shaft to fail in bending, rather than breaking and potentially leaving screwdriver shaft material in the patient. The screwdriver shaft material change was implemented on screwdriver shaft (314.05.01) lot numbers 4487955 & 4480644. The shaft component (part#314.05.01) of the returned device for this complaint is lot # a4eb898 and was manufactured in june 1995 from 440a ss prior to implementation of the CAPA corrective action. This complaint is disposition as valid on prior complaints but corrective action to address it has already been implemented. There is only 1 complaint for this complaint condition of "broke" in the entire complaint history for revisions post-CAPA implementation (465ph material) and approximately (B)(4) have been distributed since 2006 (oldest sales data available in jde) which results in an estimated complaint rate of (B)(4) based on sales. There are (B)(4) complaints for this complaint condition of "broke" and other in the entire complaint history for revisions pre-CAPA implementation (440a material) and approximately (B)(4) have been distributed since 2006 (oldest sales data available in jde) which results in an estimated complaint rate of (B)(4) based on sales. This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. This complaint is disposition as valid on prior complaints but corrective action to address it has already been implemented on CAPA.

Event description:
This is report 1 of 1 for complaint (B)(4).